Event description:
Clinical study. It was reported that 6 days after a coronary drug eluting stenting treatment procedure, the patient expired. The lesion being treated in the index procedure was a 3.0mm, 70% stenosed, 20mm long portion of the proximal left anterior descending (prox lad) artery. The physician treated the lesion with predilatation and successful placement of a taxus liberte' 3.00x20mm drug eluting stent in the target lesion. The patient expired 6 days after the index procedure. No further information is available at this time, but has been requested. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.